Event description:
The reporter stated that meter to hcp meter comparison tests were done, side by side, within minutes. The results were 75mg/dl on own meter and 125 mg/dl on the hcp meter(type unknown). The reporter did not have any symptoms. The reporter stated that her test strips had a green confirmation dot. Control testing was not done due to lack of supplies.